Event description:
Rayner intraocular lenses limited received notification from an (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that opacification has developed post-operatively on the front surface of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Our review of production records for the superflex aspheric 920h iol batch 033e45928 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol ((B)(4) 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the superflex aspheric 920h iol batch 033e45928. The superflex aspheric 920h iol was explanted on an unknown date and was returned directly by the distributor to the third party laboratory conducting the analysis. The device analysis was completed on (B)(6) 2015 and the report concludes that "sem and edx spectroscopy revealed crystalline deposits below the surface of the iol. The crystals were made of capo4". The report received from the laboratory discusses the results of the analysis and states "the calcification of hydrophilic iols only occurs rarely. There have been reports about other hydrophilic iols with opacifications (e.g. Hydroview, sc60b-ouv or aqua sense) in the literature. Granular deposits of different sizes that are distributed in a line parallel to the surface of the iol can be detected in opacified iols. The reason for iol opacifications is oftentimes unknown. Patients' comorbidities might play a role in the pathogenesis. Especially diabetes mellitus is often reported in patients with opacified iols." The patient medical history received from the healthcare facility states that the patient suffers with glaucoma. The rayner IFU includes the following contraindication "active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication).

Event description:
Rayner intraocular lenses limited received notification of the development of opacification of a superflex aspheric 920h iol from its (B)(6) distributor on (B)(6) 2015. As a result of the development of opacification, the lens was required to be explanted.